Manufacturer narrative:
As reported in the adroit guiding catheters survey, respondent #19 indicated an occurrence of renal artery perforation during a complex endovascular aneurysm repair (evar) procedure. The respondent clarified that the event was not directly related to catheter use. No additional information is available, as the event was reported through a survey. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿arterial perforation¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Arterial perforation occurs when a tear forms through the lining of the arterial wall. It is possible that excessive catheter manipulation, as well as vessel characteristics, can disrupt the vessel walls and lead to perforation. Vessel damage, including perforation, is listed in the IFU as a potential complication. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported in the adroit guiding catheters survey, respondent #19 indicated an occurrence of renal artery perforation during a complex endovascular aneurysm repair (evar) procedure. The respondent clarified that the event was not directly related to catheter use. No additional information is available, as the event was reported through a survey and the associated product is not available for analysis.